Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
It was reported by the sales rep that during an acl/meniscal repair procedure the shaft on their truespan 12 degree peek snapped off when trying to implant the first implant. The implant never implanted into the patient. Another truespan was used to complete the procedure. During the same procedure, the shaft on their tendon harvester closed stripper when harvesting bent really bad. A competitor's device was used to complete the procedure. There was no harm to the patient or delays to the case. The patient's bone quality was average and the rep confirmed that no debris was left in the patient. The sales rep was not present for the case their coworker was therefore he could not provide any further information. The sales rep stated that both devices were discarded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that ot was generated. This event is not relevant to the complaint condition since it concern a light replacement on equipment. There were no issues during the manufacture of the product that would contribute to this complaint condition. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A review into the mitek complaints system revealed no other complaint of any kind for this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep that during an acl/meniscal repair procedure the shaft on their truespan 12 degree peek snapped off when trying to implant the first implant. The implant never implanted into the patient. Another truespan was used to complete the procedure. During the same procedure, the shaft on their tendon harvester closed stripper when harvesting bent really bad. A competitor's device was used to complete the procedure. There was no harm to the patient or delays to the case. The patient's bone quality was average and the rep confirmed that no debris was left in the patient. The sales rep was not present for the case their coworker was therefore he could not provide any further information. The sales rep stated that both devices were discarded.